Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed error 1660. The patient had observed that the pump appeared to be leaking at the cassette and had noticed white powder on the bag as well. The batteries had been removed to silence the alarm, and the settings had been unable to be obtained. The patient stated that they were to return to the clinic the following day for pump removal. The line had been clamped near the port, and chemo spill instructions had been reviewed. The pump had been placed into a biohazard spill bag, and the patient had been instructed to call the doctor on call immediately. If the doctor had been unreachable, the patient had been advised to go to the clinic first thing in the morning. The event occurred while in use with a patient and the operator of the device was a health professional. There was patient involvement but no patient harm reported.